Event description:
Device malfunction: balloon rupture. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that a physician attempted balloon dilatation of a mildly calcified left femoral artery. The balloon ruptured during inflation at 5 atmospheres. The delivery system was removed and another agiltrac was used without problem. There was no adverse pt sequela. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer reported the device will not be returned for eval. The lot number was provided. A review of the device history record for this lot found no non-conforming materials reports associated with this lot number.